Event description:
The customer reported that when the device jaws were ratcheted closed, the device activated on its own. The device was not on tissue at the time. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.